Manufacturer narrative:
Product analysis #704158935:analysis information (B)(6) 2021 07:21:49 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H3: analysis of the ins showed that it was functionally okay with no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A health care professional reported that the loss of therapy occurred around approximately on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the patient(pt) reports loss of pain relief. Hcp doesn't have further information or details of the event. The health care professional was not with the patient. The patient was redirected to their healthcare provider to further address the issue. 2021-mar-22 rp, mendix warranty (B)(4) (hcp): the patient presented to the health care professional on (B)(6) 2021 with a complaint of low back pain. The patient was previously scheduled for a spinal cord stimulator revision, but opted to postpone due to covid. However, she is noticing an increase in intensity of pain and is ready to move forward with the procedure. She is unable to complete many adls due to the increased pain and is desperate to find relief. She notices greatest intensity in pain upon waking in the morning. The patient explained that she experienced pain which "brought her to her knees" prior to the initial implant and noticed great improvement following the surgery. She would like to achieve that level of relief once again without taking medications. Lying down, bending, and walking exacerbates her pain. Sitting provides some alleviation. Upon her last visit, the physician discussed with the patient the fact that she is unable to achieve any charge on her system. The battery is at end of life. It was noted to be normal end of life. It was noted that the stimulator was no longer functioning due to end of battery life. It currently resides on the right side. During the revision, the physician was going to revise her battery site due to the site being superficial, creating a deeper pocket for a competitor's device. The patient had the implantable neurostimulator removed on (B)(6) 2021. The leads were left implanted, and the competitor's device was connected to leads. The patient recovered without sequela.